Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pivot that holds the resectoscope lens is detached. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Information added to b5, e3, g2, h3 and h6. Correction to d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, traces of rust were visible on the main body where the direction pin is glued in using a thread. This indicates that the lens may still have had residual moisture in this area after (incorrect) reprocessing. As a result, the material was pre-damaged at the thinnest point. According to the specification, the expected service life of the optics is achieved with 375 reprocessing cycles. The directional pin is broken due to age, frequent reprocessing, and possibly incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic cystoscopy. The procedure was delayed 15 minutes and was completed with another device.